Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, on the second firing, the device delivered an incomplete staple line. The formation was good at the beginning of the staple line, but half way along the cut line, the staples were malformed. Several poorly formed staples were found loose in the abdomen. Hemostasis was not achieved, and the surgeon had to use cautery and intercede to control the bleeding. There was no reported pt consequence.